Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the reservoir was not filling. The reservoir was changed and the insulin pump alarmed for no delivery. The customer did multiple set changes until the prime was successful. The blood glucose reading was 100 mg/dl. The customer was unable to troubleshoot due to the issue already being resolved. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.